Event description:
Based on additional info received on 11/04/2014, the case initially assessed as non-serious was upgraded to serious as the events large effusion on left knee/ removed 65 ml of fluid from the left knee, swelling in left knee and left knee pain required intervention. This unsolicited device case was received from united stated on (B)(4) 2014 from a physician. This case concerns a (B)(6) year old male patient who was presented with large effusion on left knee/ removed 65 ml of fluid from left knee, swelling in left knee and left knee pain after receiving treatment with synvisc-one injection and patient was up all night. Patient's medical history included hypertension, nephrolithiasis, glaucoma, benign prostatic hyperplasia, eczema, gastroesophageal reflux disease (gerd) and environmental allergies. Patient was allergic to penicillin, sulfa and intravenous pyelogram dye. Previous treatment also included synvisc-one injection since 2009 (approx 9 courses). Patient's concomitant medication included ranitidine, diltiazem hydrochloride (diltiazem), trazodone, hydrochlorothiazide, enalapril maleate, ciclopirox, procaterol hydrochloride (proair) and apixaban (eliquis). On (B)(6) 2014 at 10 a.m. (Approx patient's 10th course), the patient received treatment with synvisc-one injection, at a dose of 6 ml, once (batch/lot number: u1304; expiration date: 05/2016, route unk) in bilateral knees for knee degenerative osteoarthritis and pain. The same day, patient experienced left knee pain, swelling in left knee, few hours after injection and patient was up for all night. The following day, patient presented to the office with a large effusion on the left knee. On (B)(6) 2014, the patient presented to office with large effusion on left knee and 65 ml of cloudy, milky, bloody tunged synovial fluid was aspirated from the left knee. Synovial fluid analysis (culture, crystals, cell count and gram stain) was negative, normal. In addition, 2 ml injection of methylprednisolone acetate (depo-medrol) was administered. The same day, events large effusion on left knee/ removed 65 ml of fluid from left knee, swelling in left knee and left knee pain recovered. Further reported that patient's right knee did not have any problem. It was reported that the patient received synvisc one injection when required, every six months. Corrective treatment: unk for up all night. Outcome: recovered: large effusion on left knee/ removed 65 ml of fluid from left knee, swelling in left knee and left knee pain. Unk: up all night. Global ptc number: (B)(4). The production and quality control documentation for lot number u1304, with expiration date (05/2016) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review and lot number frequency analysis for lot number u1304, no CAPA is required. Seriousness criteria: required intervention (methylprednisolone acetate) for large effusion on left knee/ removed 65 ml of fluid from left knee, swelling in left knee and left knee pain. Reporter's causality: related for left knee effusion and not reported for rest of events. Additional info was received on 07/25/2014. The ptc investigation results were added. Additional info was received on 11/04/2014. An additional event of swelling in left knee with details was added. Patient's info (age and height), medical history and concomitant medications were added. Suspect indication updated. Corrective treatment (steroid administered) added for events; large effusion on left knee/removed 65 ml of fluid from left knee, swelling in left knee and left knee pain and case upgraded to serious. Outcome and recovery date for large effusion on left knee/removed 65 ml of fluid from left knee, swelling in left knee and left knee pain added. Lab test added and fluid aspirated amount updated. Reporter's causality for large effusion on left knee/ removed 65 ml of fluid from left knee was added. Clinical course was updated and text was amended accordingly.